Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("pelvic inflammation"), epilepsy ("unspecified type of epilepsy") and hemianaesthesia ("numbness on the right side of face and arm") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. Concomitant products included salbutamol (ventolin), foraseq (rilast forte), ebastine, zonisamide, daivobet and tramadol. In 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), pelvic inflammatory disease (serious criteria medically significant and clinically significant/intervention required), epilepsy (serious criterion medically significant), hemianaesthesia (serious criterion medically significant), immunology test abnormal ("high levels of "immune""), psoriasis ("psoriasis"), asthma ("marked bronchial asthma"), tendonitis ("arm tendinitis"), menorrhagia ("abundant menstrual periods"), dysmenorrhoea ("pain during menstruation"), menstrual disorder ("clots during menstruation") and polymenorrhoea ("she presented her menstruation several times per month"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, pelvic inflammatory disease, epilepsy, hemianaesthesia, immunology test abnormal, psoriasis, asthma, tendonitis, menorrhagia, dysmenorrhoea and menstrual disorder had not resolved and the polymenorrhoea outcome was unknown. The reporter considered pelvic pain, pelvic inflammatory disease, epilepsy, hemianaesthesia, immunology test abnormal, psoriasis, asthma, tendonitis, menorrhagia, dysmenorrhoea, menstrual disorder and polymenorrhoea to be related to essure. This report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. Most recent follow-up information incorporated above includes: on 21-nov-2016: the local health authority was added as reporter under the reference number (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and pelvic inflammation. Consumer is waiting the procedure to remove essure. The events are listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, pelvic pain may occur with essure therapy. Based on their nature and considering that the events occurred after essure insertion, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("pelvic inflammation"), epilepsy ("unspecified type of epilepsy") and hemianaesthesia ("numbness on the right side of face and arm") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. Concomitant products included salbutamol (ventolin), foraseq (rilast forte), ebastine, zonisamide, daivobet and tramadol. In 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), pelvic inflammatory disease (serious criteria medically significant and clinically significant/intervention required), epilepsy (serious criterion medically significant), hemianaesthesia (serious criterion medically significant), immunology test abnormal ("high levels of "immune""), psoriasis ("psoriasis"), asthma ("marked bronchial asthma"), tendonitis ("arm tendinitis"), menorrhagia ("abundant menstrual periods"), dysmenorrhoea ("pain during menstruation"), menstrual disorder ("clots during menstruation") and polymenorrhoea ("she presented her menstruation several times per month"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, pelvic inflammatory disease, epilepsy, hemianaesthesia, immunology test abnormal, psoriasis, asthma, tendonitis, menorrhagia, dysmenorrhoea and menstrual disorder had not resolved and the polymenorrhoea outcome was unknown. The reporter considered pelvic pain, pelvic inflammatory disease, epilepsy, hemianaesthesia, immunology test abnormal, psoriasis, asthma, tendonitis, menorrhagia, dysmenorrhoea, menstrual disorder and polymenorrhoea to be related to essure. Further information is not expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-may-2017 for the following meddra preferred term: pelvic pain- analysis in the global safety database revealed 2760 cases. Pelvic inflammatory disease - analysis in the global safety database revealed 54 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and pelvic inflammation. Consumer is waiting the procedure to remove essure. The events are listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, pelvic pain may occur with essure therapy. Based on their nature and considering that the events occurred after essure insertion, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information is awaited.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 12-sep-2016 who had essure (fallopian tube occlusion insert) placed on 2010. Consumer commented that she presented her menstruation in several occasions per month (sometimes three times). She also reported that she experienced pelvic pain, pelvic inflammation, unspecified type of epilepsy, high levels of "immune", psoriasis, marked bronchial asthma, arm tendinitis, abundant menstrual periods, pain during menstruation, clots during menstruation, and numbness on the right side of face and arm. All the events were considered as related by consumer. In addition, consumer informed that she has asthma as concomitant disease and states that, before essure, she had to use inhalers only during the spring. However, since 2011 she has to use them almost every day. Consumer is waiting the procedure to remove essure (no clear information was provided specifying which reported event is the reason for the medical/surgical intervention was). Additionally consumer informed that she uses the following concomitant medications: ventolin (salbutamol), rilast forte (foraseq), ebastine (ebastine), zonisamide (zonisamide), daivobet (daivobet), and tramadol (tramadol). She also uses unspecified drugs as treatment for epilepsy, asthma and psoriasis. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and pelvic inflammation. Consumer is waiting the procedure to remove essure. The events are listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, pelvic pain may occur with essure therapy. Based on their nature and considering that the events occurred after essure insertion, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. Further information and product technical analysis are being sought.